Event description:
The customer reported that an infant was found in serious desaturation and that neither the monitor nor the central station alarm sounded.

Manufacturer narrative:
The customer reported that an infant was found in serious desaturation and that neither the monitor nor the central station alarm sounded. Philips has reviewed the log files at the affected central station. The data shows that spo2 low omit and desat alarms were provided in the incident timeframe. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.